Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that on (B)(6) 2010 the pump was interrogated and noted t be stalled. It was stated that the pt was inpatient for "something else", and they noticed the pump stall. They read the logs that also showed a pump stall back in (B)(6) 2010. Recoveries were noted on (B)(6) 2010 and on (B)(6) 2010. The pump was set in minimum rate and the pt was put on oral medications. The drug infused was dilaudid. Pt was doing fine and it was later decide to hold off on anything as the pt may be "a candidate for future explant". On (B)(6) 2011, it was reported that the pt had saline in the pump currently. He had "an issue last year (2010) and it caused him to be in the hospital for (B)(6)". Pt was debating on getting it replaced or start using it again, but was concerned of another stall.